Event description:
At 1204 hrs, the fire dept received a request for ems service to assist an unresponsive, elderly pt. Both basic life support (bls) and advance life support units (als) were dispatched. Upon arrival, the bls unit found an unresponsive pt. The crew immediately initiated their cardiac protocol and connected the marquette 1250 AED to the pt. The AED showed a low battery warning. At that time, the primary battery was removed and the spare battery was inserted. This battery also showed a low power warning and the AED shut itself down. On both occasions the self-test initiated by the AED showed that unit itself was functioning properly. The bls crew began CPR and inserted a double lumen airway combitube to oxygenate this pt. The als unit arrived approx 2 minutes later and connected their defibrillator. The pt was found to have pulseless electrical activity (pea) with no shock advised. The als unit continued with the first round of advanced cardiac life support (acls) and treatment was discontinued at 1237 hrs per medical control. The pt was pronounced dead at that time. The medical examiner transported the body at 1320 hrs.